Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to an out-of-range impedance measurement which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was observations of noise that was being oversensed which resulted in pacing inhibition. It was noted that the patient was shoveling at that time and may have felt the switch. Technical services discussed options for troubleshooting. Subsequently, the device was explanted, and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.